Manufacturer narrative:
Investigation: investigation summary: customer returned (3) loose 1cc, 12.7mm syringes. Customer states that there is something on connected part between hub and needle and it looks like something was melted and set like silicon. All returned syringes were examined under the microscope and all samples exhibited a small amount of adhesive runoff onto the hub. Unable to perform DHR check due to unknown lot number. On 05dec2017, (B)(4) received three (3) 1ml, 12.7mm loose syringes from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that all three samples exhibited adhesive runover onto the barrel tip. This phenomenon occurs when the adhesive applicator nozzle is slightly out of alignment; as adhesive is applied to the syringe barrel tip, some makes its way onto the side of the tip rather than fully down the canal and presents as it is seen in these samples. The risk of increased pull-out of the cannula from the syringe during use is increased when such circumstances are observed. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover and the associated root cause(s).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign matter, like silicon, was found between the hub and needle on a 1 ml 29g x 1/2 in. Bd ultra-fine¿ insulin syringe before use. No injury or medical intervention.